Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room with hyperglycaemia on (B)(6) 2025. The patient's blood glucose levels rose over 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reported feeling fatigued. The patient had investigations performed comprising of blood tests (including complete blood count, metabolic panel, magnesium level and beta-hydroxybutyrate) and urinalysis; they were treated with a lactated ringer¿s bolus. The patient was released the next day on (B)(6) 2025. When the pod was removed from the infusion site (arm) the cannula was found to be bent.